Event description:
It was reported that the programmer had multiple fatal error messages and took an extremely long time to boot up and was very slow. It was also reported that he screen was showing different colors or would stay on the logo screen. It was noted that the service disk did not eliminate the issues. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radio frequency (rf) programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of error messages, long boot time and the screen showing different colors. It was determined that the hard drive health was less than 100% and it was replaced and reimaged and the software was reconfigured and reloaded as well. Analysis also noted that the left display latch hasp was broken and it was replaced.